Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received pt outcome information indicating that the pt expired of intracranial hemorrhage. No other information is available at this time.